Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. Customer was assisted by technical support with pump reset instructions, planned to use different charger to attempt powering on pump, and was advised to call back if malfunction reappeared, with no additional outcome information received.